Event description:
It was reported that that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 127 ohms on this right ventricular (rv) channel. Upon review, the device was beeping. Technical services (ts) recommended to have the patient seen in clinic to reset alert condition and increase the out-of-range limit to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.